Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the air/water nozzle missing.based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle.in addition, our technician confirmed that the remote control buttons perforated, the insertion flexible tube crushed, the light guide cable crushed, the operation channel (primary) leak, the root brace rubber (lg control body) cut, the pivot for control knob loose, the lcb (light carrying bundle) loose, the bending rubber worn out, the distal body worn out, the segment worn out, the brand plate worn out, and the bending rubber gluing poor finish; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.in terms of the air/water nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0585(nozzle)""and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.